Event description:
It was reported that the patient presented in clinic with the implantable cardioverter defibrillator in backup mode. Programming changes were performed. The patient was in stable condition.